Manufacturer narrative:
Legal claim received on 22-jun-2016: it was reported that essure was inserted for permanent sterilization and subsequently had the device removed due to complications. Company causality comment: initially this case was a non-medically confirmed, spontaneous case report , upon receipt legal claim this case was considered a legal case and refers to a plaintiff/female consumer who had essure (fallopian tube occlusion insert) inserted and according to her; essure inflammed her joints to the point of debilitating her and it poisoned her. She had a hysterectomy to remove it. Later it was informed that she was diagnosed with arthritis rheumatoid and presented severe pain. All events are serious due to their medical importance. Only pelvic pain is listed in essure's reference safety information. In this particular case, she stated essure poisoned her; however, this event was not specified. Essure insert consists of a nickel-titanium alloy, which is generally considered safe. Although, in vitro testing has shown that nickel ions may be released from essure, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Considering essure's local action at fallopian tubes and given event's nature causality with the suspect insert is considered unlikely. Arthritis rheumatoid could be an alternative explanation for the join inflammation previously reported. Therefore, considering essure's local action in fallopian tubes, causality between this event and essure use is assessed as unrelated. Lastly, considering pelvic pain may occur during essure use, causal relationship cannot be excluded and since an intervention was required to remove the devices (hysterectomy), this case is regarded as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 13-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and according to her; essure inflammed her joints to the point of debilitating her and it poisoned her. She had a hysterectomy to remove it. Only hysterectomy is listed in essure's reference safety information. In this particular case, consumer complained of joint inflammation. Additionally, she stated essure poisoned her; however, this event was not specified. Essure insert consists of a nickel-titanium alloy, which is generally considered safe. Although, in vitro testing has shown that nickel ions may be released from essure, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Considering essure local action at fallopian tubes and given event's nature causality with the suspect insert is considered unlikely. Although the exact medical reason for the reported hysterectomy was unknown; since no follow-up will be possible in this case; it was regarded as an incident (devices removal was required). Based on the available information, there is no relationship between the reported medical events and a quality defect.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# FDA-2014-n-0736-0674, awareness date (B)(6) 2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) on an unspecified date. Consumer stated: essure inflamed my joints to the point of debilitating me. I had a hysterectomy to remove it. It poisoned me. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and according to her; essure inflamed her joints to the point of debilitating her and it poisoned her. She had a hysterectomy to remove it. Only hysterectomy is listed in essure's reference safety information. In this particular case, consumer complained of joint inflammation. Additionally, she stated essure poisoned her; however, this event was not specified. Essure insert consists of a nickel-titanium alloy, which is generally considered safe. Although, in vitro testing has shown that nickel ions may be released from essure, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Considering essure local action at fallopian tubes and given event's nature causality with the suspect insert is considered unlikely. Although the exact medical reason for the reported hysterectomy was unknown; since no follow-up will be possible in this case; it was regarded as an incident (devices removal was required). A product technical analysis is being sought.

Manufacturer narrative:
Follow up information received on 05-nov-2015: this follow up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2408). Consumer reported that at the 3 month hysterosalpingogram test only 1 tube was blocked. She developed severe pain and cramping. Also rheumatoid arthritis. She had a hysterectomy in (B)(6) 2015 to remove essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and according to her; essure inflamed her joints to the point of debilitating her and it poisoned her. She had a hysterectomy to remove it. Later it was informed that she was diagnosed with arthritis rheumatoid and presented severe pain. These events, seen as arthritis, metal poisoning, pelvic pain and arthritis rheumatoid, are serious due to their medical importance. Only pelvic pain is listed in essure's reference safety information. In this particular case, she stated essure poisoned her; however, this event was not specified. Essure insert consists of a nickel-titanium alloy, which is generally considered safe. Although, in vitro testing has shown that nickel ions may be released from essure, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Considering essure's local action at fallopian tubes and given event's nature causality with the suspect insert is considered unlikely. Arthritis rheumatoid could be an alternative explanation for the join inflammation previously reported. Therefore, considering the local action of essure in fallopian tubes, causality between this event and essure use is assessed as unrelated. Lastly, considering pelvic pain may occur during essure use, causal relationship with suspect insert cannot be excluded and since an intervention was required to remove the devices (hysterectomy), this case is regarded as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.